Event description:
A 24mm x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm on event date, it is reported that this was a "straight forward case". The aortic neck diameter messured 20mm in diameter. There was no significant iliac vessel calcification or tortuosity. It is reported that due to poor imaging, the physician was unable to visualize the end of the catheter, therefore, the stent graft was recaptured and pulled down 2 cm during the runner retraction necessitating the placement of an aortic extension cuff. It is reported that the pt is fine and there was no additional adverse clinical sequelae reported related to this event.